Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to perform the occlusion, priming and excessive no delivery test due to compromised force sensor system error alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, broken belt clip slot and cracked battery tube threads.

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for the prime rewind was performed. Customer advised that during the manual prime process insulin is squirting out. Customer advised the drive support cap was loose. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.